Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie lid did not open while issuing medication to the patient. A technical support specialist assessed the quantity and found it to be 0, despite there being 1. Subsequently, a cycle count was performed, which corrected the quantity and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis medbank system, methylprednisolone 4 mg dosepack cubie lid did not open during issuing it to patient. This incident did not cause any delays to patient care. There were no adverse events or injuries reported based on this event.